Event description:
One pt with discrepant phosphorous results. Initial result 11.4 mg/dl. Same sample repeated twice gave 3.7 mg/dl both times. The initial result was not reported. The field svc rep was unable to determine root cause but noted that stirrer rods, r1 and r2, were bent and he replaced them. He also cleaned all waste solenoid valves and adjusted the gear pump pressure and detergent dispense on nozzles. Performance tests were performed.